Manufacturer narrative:
(B)(4). The serial number of the ventilator was not provided therefore the device manufacture date is unknown.

Event description:
It was reported that, prior to patient use, the battery on a 980 ventilator was inoperative. The ventilator was not in use on a patient at the time of the reported event.